Event description:
It was reported that the catheter introducer sheath came apart at the hub while positioned outside of the body. The introducer was in the patient's aorta at the time of the separation resulting in the patient loosing blood. It was confirmed that there were no blood transfusions required and the patient was in good condition. There was no medical treatment or intervention required as a result of this event. Additionally, the facility reported that the device was labeled incorrectly.

Manufacturer narrative:
The complaint device was not returned to sss for evaluation. However, images of the device and packaging were submitted by the facility. Both reported issues of "the catheter introducer sheath came apart at the hub" and "the device was labeled incorrectly", were confirmed based on the images submitted by the facility. However, a conclusive root cause could not be determined as the device was not returned for evaluation. A review of the DHR suggests that the device is unlikely to have been released from stryker with the reported failure mode. The reported issues could be attributed to: mishandling prior/subsequent to distribution from stryker, received to stryker in non-working condition, incorrect packaging of the device prior to distribution, processing error and/or an om defect. All open/unused product devices are inspected for visible damage or defects. Procedures are in place to ensure proper handling of devices during inspection to avoid potential damage to the device and inspection of the device to ensure device has not been used and there is no visible blood, protein, or debris. The reported event will continue to be monitored through post-market surveillance. Device not returned for evaluation